Event description:
Per the clinic, the patient experienced redness at implant site which eventually turned into a wound. The patient was treated with medication, however, the issue did not resolve. Hardware exchange was attempted and that resolved the issue.

Manufacturer narrative:
This report is submitted on august 7, 2023.